Event description:
Attending (pulmonologist) attempted 5 times to intubate patient. 4 mallinkrodt and 1 sheridan 1-7.0, 2 -7.5's, 1 -8.0 mallinkrodt did not make a good seal despite injecting 30 cc of air in the cuff. Pulmonologist was using a bronchoscope so he is sure of placement. Seal was finally obtained with #9 sheridan.